Event description:
A prodisc l was explanted from l4-l5 due to continued pain. This is one of three reports for the same event.

Manufacturer narrative:
Device history record was reviewed, no discrepancies were noted that would be associated with this complaint. Investigation could not be completed, no conclusion could be drawn as no device was returned.